Event description:
The pt received his scs trial system on (B)(6) 2011. It was reported that during the procedure, the physician had difficulty placing the percutaneous trial lead due to the narrow space. He allegedly bent the tip of the lead and continued, and in the spinal canal the lead broke into two pieces. The physician explanted a piece of the lead and plans to remove the other part of the lead during the permanent implant. A second trial lead was used and the pt reported effective stimulation coverage. The pt did not report any discomfort due to the broken lead left implanted. No further pt complications were reported.

Manufacturer narrative:
Evaluation: results: the lead was returned cut and missing the stimulation end. Visual analysis noted discoloration and fluid intrusion inside the lead body. The stylet was damaged on the tip and had a few abnormal bend. The stylet was placed in the returned lead and a small amount of resistance was felt. Functional testing of the lead could not be performed due to the cut lead. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.